Manufacturer narrative:
Additional info has been requested. If provided a follow up report will be submitted. (B)(4). Voluntary report no: mw5035041.

Event description:
Covidien received a report from the USA stating that during pt use an 840 ventilator experienced a malfunction. The vent tubing was disconnected to reposition a nasogastric (ng) tube. Upon reconnecting the ventilator tubing, the ventilator did not ventilate the pt. The vent was then reading connect pt and the screen locked. The ventilator did not alarm. No info regarding the pt was reported.